Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed drawer was stuck, and a medication stuck behind it, they unable to access the medication. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed with the customer that there were no issues with the device, possibly the medication jam was removed, and no further investigation was required. The system functioned as intended after the customer resolved the issue.